Event description:
It was reported a dissection occurred. A percutaneous coronary intervention (pci) procedure was being performed. Fractional flow reserve (ffr) was being performed with a comet ii pressure guidewire on the left anterior descending artery. The physician successfully placed the comet ii and completed the measurements. Upon completing the procedure the comet ii guidewire was removed from the patient. A final angiogram of the vessel showed that there was a dissection that occurred as a result of the comet ii guidewire. The event is ongoing.